Event description:
During a diagnostic laparotomy, the surgeon also did a laparoscopic appendectomy. At the end of the case when the nurse was recording products used, she noticed the stop sign and sample, not for sale, non-sterile, not for human use" sticker on the package. The surgeon was alerted and started the pt on IV antibiotics in the or. The pt was staying overnight anyway, and the IV antibiotics were continued through the night. The pt is being sent home today on oral antibiotics. The label was on one side of the packaging and was missed by the sales rep and the hosp staff. The tsw35 was fired once when removing the appendix. The pt received medication.

Manufacturer narrative:
H6: code 400: labeled "non-sterile", but was used in surgery. Facility experienced an event with the endopath ets while performing a diagnostic lap; lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971959. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, j00g96; cartridge pan in place/condition, condition of drivers, and lockout tabs on pan condition, good; and position/condition of wedge sleds, fired. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, and condition of knife, good; is hyper lockout condition present, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with a "non-sterile not for human use" sticker on the handle shroud and the tyvek lid. This instrument was not intended to be used in surgery. Co strives to understand each incident as it occurs in order to continuously improve the products.